Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp indicated there was a power on reset (por) message seen on the clinician programmer. The hcp also noted that the patient had a pacemaker implanted prior to the por occurring and the hcp was not sure if this contributed to the por. Lastly it was reported that the "remote" was not working by the patient's family member, but it was unknown when the consumer first attempted to turn on the ins. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the family member reported that the ¿machine had quit¿ and that they ¿cannot reset it¿. The reporter stated that ¿it won¿t do anything¿ and that ¿they can¿t reset it nothing will move on it. The issues started about 2 weeks ago (¿or so¿). The family member mentioned that they thought they took the batteries out and put new ones in. It was unclear if the reporter was describing a programmer or stimulation issue and clarification was difficult. The family member stated that ¿its great when it¿s working¿. No troubleshooting could be performed as the family member was not with the patient at the time of report. There were no further complications reported or anticipated.